Manufacturer narrative:
The user facility stated that the water supply line to the unit separated at the 90-degree fitting causing water leakage. A steris service technician arrived on site, inspected the unit, and found the 90-degree fitting solder failed, causing the water leak. The technician re-soldered the 90-degree fitting, tested the unit, and confirmed it to be operating according to specification. The technician identified that the reported event was caused by an improper solder by steris personnel upon installation. The district service manager will perform re-training with the steris personnel responsible for soldering the 90-degree fitting upon installation. No additional issues have been noted with the sterilizer.

Event description:
The user facility reported their 16" amsco 400 sterilizer was leaking water. No injury, procedural delay, or cancellation was reported.